Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The nozzle was not returned to olympus with the remainder of the scope. The nozzle did not fall off at the hospital. The air/water channel was smooth, and no foreign material was found in the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The issue was found during preparation for use for a diagnostic gastroscopy procedure. The patient was not under anesthesia. The intended procedure was completed with another scope with no surgical delay. The scope was used with the evis lucera elite video system center. No patient harm reported. The customer had been reprocessing the device correctly. The water supply status of the nozzle was inspected during the pre-use inspection and the water feed was unsmooth. There was insufficient air feed and little water feed prior to the clogging. The nozzle did not clog during the procedure. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used a non-olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had never been replaced.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely that the watertight packing, silicone-based glue or silicone part of the peripheral device was broken and entered the channel which clogged the nozzle. Since the nozzle was not returned with the device, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use which may have detected the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.